Event description:
A revision surgery was performed due to patient dissatisfaction with the outcome of the original surgery.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Manufacturer narrative:
Correction: d4 (lot#). The reported event could be confirmed, since medical imaging of the alleged event were provided and confirmed the need for a revision. The device inspection revealed the following: an evaluation of the provided medical imaging by a stryker hcp reveals upward migration of the humerus and is out of alignment with the curvature of the negative glenoid space. This combined with the implant being well fixed and well positioned within the humerus itself is evidence of a rotator cuff deficiency leading to the scheduled revision. A functional and dimensional inspection was not possible since the devices were not returned. However, during manufacturing, functionality test and dimensional inspection were done according to specifications. During the inspection, all devices met the specifications. Based on investigation, the root cause was attributed to a patient factors issue related issue. The event was caused by rotator cuff deficiency. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
A revision surgery was performed due to patient dissatisfaction with the outcome of the original surgery.